Manufacturer narrative:
Sample is li heparin with a gel barrier. Qc was within the customer's established ranges during this event. A bci field service engineer (fse) was dispatched on (B)(4) 2011 and performed preventive maintenance (pm) on the instrument. All verification testing met specifications. No hardware issues were noted. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining a lower than expected thyroid stimulant hormone (tsh) result on one patient's sample that was above the normal reference range, generated by the unicel dxi 800 access immunoassay system. The erroneous result was reported out of the laboratory. Repeat testing resulted on the original instrument and on an alternate instrument yielded results that better matched the customer's clinical picture. The customer does not know if there were reports of death, injury, or change to patient treatment in connection with this event.